Manufacturer narrative:
Analysis found a kink in the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, lot# 0207049153, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-17, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at a dose of 300 mcg/day) via an implantable pump for an unknown indication for use. On an unknown date, the patient "may not have been getting drug therapy". It was reported the patient was in intensive care after a pump change that occurred on (B)(6) 2016. A catheter dye study was conducted, but did not lead to any conclusions. After the dye study was conducted, and the physician asked the surgeon to make a surgical investigation at the pump pocket site and spinal site. No specific device complaint was made, but the catheter was explanted and replaced on (B)(6) 2016. The patient's status at the time of report was "alive - no injury" and it was unknown if the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign manufacturer representative indicated that following a pump replacement (pump due to be replaced), the patient showed signs of increased spasticity and drowsiness (also reported as signs of not getting drug therapy). It was unknown when the symptoms began, but it was on or after (B)(6) 2016. The manufacturer representative did not know why the patient was in the intensive care unit following the replacement procedure. The results of the previously reported catheter dye study were inconclusive. During the revision on (B)(6) 2016 when the surgeon entered the pocket site to check the pump connection, the catheter appeared to be properly connected to the pump. The surgeon was unable to get cerebrospinal fluid (csf) backflow from the catheter upon disconnection from the pump. The surgeon then cut the catheter distal to the pump and was again unable to get csf backflow. The decision was then made to implant a new catheter. Upon replacing the catheter and tunneling to the pump pocket, "csf began to leak from the catheter." The catheter was then connected to the pump and both sites were sutured closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.